Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse reported that the insulin pump had delivery anomaly and delivered the whole reservoir of insulin. The customer's spouse stated that they passed out and the paramedics gave juice to treat the low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The customer's spouse stated that the blood glucose went up to 100 mg/dl by the time of the hospitalization then dropped to 30 mg/dl. The customer's spouse stated that they were given insulin to treat the blood glucose. The customer's spouse stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer's spouse performed troubleshooting and the insulin pump passed tests. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Multiple boluses were program; boluses were delivered and properly recorded in bolus history. The insulin pump functioned properly. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. .

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.